Event description:
Note: this report pertains to the second of two reported malfunctions which occurred during the event. Refer to MFR report #3005099803-2008-3664 for details regarding the first device. According to the complainant, during the procedure, the balloon popped inside of the patient. The procedure was successfully completed with another c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.